Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left ptosis, and asymmetry manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 270cc mentor memorygel breast implant on both sides and experienced right side capsular contracture; baker grade IV postoperatively diagnosed after physical. On (B)(6) 2022, mentor became aware that the date of surgery is (B)(6) 2022. On (B)(6) 2022, mentor became aware that the patient also experienced asymmetry between two breasts with a left more ptotic larger breast. As a result, patient underwent bilateral replacement surgery with catalog number 3503250 on (B)(6) 2022.

Manufacturer narrative:
On june 14, 2022, mentor became aware that the patient experienced bilateral acquired deformity nos in addition to right side capsular contracture; baker grade IV, and the replacement devices used on (B)(6) 2022 were catalog number 3502501bc; serial number (B)(6) on the right side, and catalog number 3502501bc; serial number (B)(6) on the left side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 3, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 270cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).